Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display ramping on its own noted during testing. The device had cracked battery tube threads.

Event description:
Customer reported via phone, he trying to administer insulin with the insulin pump and the buttons weren't responding properly. She attempted to resolve the issues by changing out the battery but anomaly persisted. Customer's blood glucose was 109 mg/dl. When she entered her carbohydrates the number kept scrolling. The device was not exposed to moisture and it wasn't dropped or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.